Event description:
It was reported that the pt was not able to adjust stimulation using the pt programmer. The pt programmer passed the self-tet. Only the 9 volt light lit up when the status lights were assessed. The pt had not had stimulation sensation for the past two days. There was no known accident or incident related to the event. Add'l info received reported that the pt underwent surgery in (B)(6)/(B)(6) 2010, to fix the problem with the system. The pt was no longer having problems with the system.

Manufacturer narrative:
(B)(4).